Manufacturer narrative:
Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. No unexpected pump error 43 noted. Motor was tested outside device and passed. Unit alarmed pump error 63 alarm (variable 3) during self test and confirmed in the pump history due to broken pin 6 trace (sda) and pin 1 trace (vdd) on u1 keypad assembly.

Event description:
The customer reported that the insulin pump had another hardware low level failure alarm that was resolved from previous troubleshooting earlier that day. Customer also received another pump error and failed battery test alarm. Customer's blood glucose value was 385 mg/dl. Contacts in the battery cap were not missing, damaged, or corroded and neither the compartment nor the spring were damaged or corroded. Customer was not able to complete troubleshooting. The device was returned for analysis.